Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information and repair details were requested from the customer, but no response received.

Event description:
The customer reported the ventilator alarmed with 12 volt supply failed. The customer reported the device was in use, but there was no patient harm reported.

Manufacturer narrative:
The biomedical engineer replaced the power management board to address the reported problem.